Event description:
It was reported that a patient underwent a left hip revision approximately 12 years post implantation due to elevated metal ion levels, metal poisoning, and limitation of daily activities. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date unknown. Concomitant medical products: 157446 ¿ m2a magnum head ¿ 994970. 139252 ¿ m2a magnum taper ¿ 745130. 11-103208 ¿ taperloc femoral stem - 514790. Therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2018-11146.

Event description:
It was reported that patient reports elevated metal ion levels, pain, tissue and bone destruction, metal wear, metal poisoning, and limitations to daily activities at an unknown amount of time post implantation. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.